Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the resistance was in the distal section of the catheter. There was no damage observed to the pipeline pushwire or catheter. The pipeline was successfully delivered and deployed at the intended location.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-78210), ruler (m-83361) ¿ as found condition: the pipeline flex shield pushwire device and phenom 27 catheter were returned for analysis withing shipping box; and within a plastic bio-pouch. The pipeline flex shield was returned within the phenom 27 catheter. The pipeline flex shield braid was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿ damage location details: the pushwire was extending out from catheter hub. In addition, the sleeves and tip coil were deployed from catheter distal tip. No bend or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. No flash or voids molded were observed in the hub. ¿ testing/analysis: the pushwire was pushed out from catheter without any issues. ¿ conclusion: based on the analysis findings, the pipeline flex shield and phenom 27 catheter could not be confirmed to have resistance during retrieval as no defect were found with pipeline flex shield pushwire and phenom 27 catheter. No resistance was observed during testing. However, the root cause could not be determined. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. The phenom 27 catheter is compatible to use with pipeline flex, and the patient's vessel tortuosity was moderate. Which eliminates these factors out as potential causes. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID ped2-400-12 (d009647). D4: follow up has been sent to the medtronic representative to follow up with the site regarding the phenom 27 lot number as the reported lot number does not appear to be accurate for a phenom 27 catheter and, therefore, does not have a correlating UDI number. An additional report will be submitted if/when clarifying or corrected information is received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that the pipeline pushwire could not be pulled back into the phenom 27 microcatheter for retrieval after pipeline deployment. It was noted that the devices were prepared and catheter flushed as indicated in the instructions for use (IFU). The system (microcatheter and pushwire) was removed together and inspected and it was confirmed in vitro that the pipeline pushwire could not be pulled into the phenom 27. There was no harm or injury to the patient who underwent successful flow diverter stent implantation to treat an internal carotid artery (ica) unruptured blister aneurysm. Patient's vessel tortuosity was moderate. Dual antiplatelet (dapt) was administered. Ancillary device: navien 072 115 cm catheter.